Event description:
The customer reports two separate occasions in the last two weeks of the single use distal cover coming off during procedures using an evis exera iii duodenovideoscope and a single use distal cover. The distal cover that protects the tip of the duodenoscope came off after the completion of the procedures and was discovered when the scope was pulled out. On one occasion, the cap was dislodged in the oral cavity and could be removed with forceps, on the other occasion it fell off in the stomach and had to be fished out with a gastroscope. No injuries were detected during the incidents. No further consequences to the patients were reported. Case with patient identifier (B)(6) reports the maj-2315 used in procedure one of two (retrieved with forceps). Case with patient identifier (B)(6) reports the tjf-q190v used in procedure one of two (retrieved with forceps). Case with patient identifier (B)(6) reports the maj-2315 used in procedure two of two (fished out with gastroscope). Case with patient identifier (B)(6) reports the tjf-q190v used in procedure two of two (fished out with gastroscope).

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, it is likely that the tip cover falling off was caused by the following: 1. The cover was easily removed from the scope due to insufficient attachment to the scope. 2. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. Using the sample held at the hinode plant, but it was confirmed, that the indicated, event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: (B)(4)). Quality evaluations of production prototypes have verified, that the distal cover will not come off from the endoscope, unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms, that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: the cover was easily removed from the scope, due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.